Manufacturer narrative:
Correction - catalog # and unique identifier (UDI) # was updated in section d4.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels of 700 mg/dl. The user suffered from high blood glucose levels for two days, despite the administration of insulin boluses via the pump. The user changed the infusion set without success. The user was hospitalized for one day and treated with insulin.